Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified anastomosis. A 4.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified anastomosis. A 4.0mm x 40mm x 40cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.